Manufacturer narrative:
The reported events were lead dislodgement, helix twisted/bent, r-wave amplitude variation and unacceptable threshold. As received, a complete lead was returned in one piece. The reported event of helix twisted/bent was confirmed. Visual examination of the lead found the helix was bent/damaged and clogged with blood/tissue. The cause of the reported event of helix twisted/bent is consistent with procedural damage. Unable to perform helix mechanism/ extension length test due damaged helix, as received. The reported events of r-wave amplitude variation and unacceptable threshold were not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that, increased capture threshold and decreased sensing were observed on the right ventricular (rv) lead. X- ray imaging was performed, and the rv lead was found to be dislodged and the helix was bent. The rv lead was explanted and replaced to resolve this event. The patient was stable.